Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Alternate phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismax machine, two membrane pressure excessive (tmp) alarms was triggered and the patient was disconnected without blood return. The blood loss was estimated to be from two circuits. There was no patient injury or medical intervention associated with this event. No additional information is available.